Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient presented to the or for a routine device change out due to normal eri. The lead was testing prior to opening the pocket. After the pocket was opened with electrocautery, decreased sensing and high capture threshold were observed. Loss of capture at max output was seen when the stylet was advanced down the lead. The physician elected to cut and cap the pace/sense portion of the lead and replace it with a new sense/pace lead. The defib portion of the lead remains active.